Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer failed and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure that could not be recovered, the med application failed to launch, and an unexpected data error occurred, resulting in login failure. A technical support specialist (tss) logged in as carefusion admin and station database showed as suspect. The tss followed the knowledge articles drop failed for database dsclientoltp and proper datasync procedure & how to place new db in es station steps to drop the database and done the data sync in 1.6.1. The full sync was completed and rebooted the system to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.